Manufacturer narrative:
H6: the device was evaluated by ventec where proper device operation was confirmed through functional and performance testing. Ventec downloaded the device's electronic records (system logs) for analysis, but no abnormalities were observed. Ventec did not observe any issues with the device which may have contributed to the patient's outcome.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec via email: "we were notified that the device was in use on a patient that unfortunately passed. The customer did not state that there were any failures associated with the ventilator but has requested an inspection." While the patient was on the device at the time of death, there has been no allegation of a device malfunction, nor was it alleged that the device use caused or contributed to the patient's outcome.